Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76 year old female with acute myocardial infarction complicated by cardiogenic shock (scai stage e) and a history of prior coronary artery bypass graft surgery presented in profound hemodynamic and metabolic compromise. The patient required extracorporeal membrane oxygenation (ECMO), inotropic medications, vasopressor therapy, and mechanical ventilation prior to impella consideration. On day 1: a left femoral arterial percutaneous access was obtained with ultrasound guidance for impella cp implantation following revascularization of the left anterior descending coronary artery. After impella insertion, a pulmonary artery (swan¿ganz) catheter was placed using the 0.018 inch guidewire typically utilized for guided access. The interventional cardiologist experienced difficulty advancing the catheter through the right sided cardiac structures, though placement was ultimately successful. Following return to the intensive care unit a pericardial effusion was identified. Overnight, ongoing drainage was noted, prompting surgical evaluation. The patient was taken to the operating room where the cardiothoracic surgery team identified right ventricular outflow tract (rvot) perforation as the bleeding source. Surgical hemostasis was achieved, and the sternum was closed. The patient returned to the intensive care unit in stable fashion following the procedure. No concerns or accusations regarding impella performance were raised by the treating physicians as clearly stated in the complaint narrative. The patient continued on advanced support but ultimately progressed to withdrawal of care on day 5 and expired as documented in the medical records. The right ventricular outflow tract consists of thin-walled myocardial tissue that transitions directly into the pulmonary artery. Functionally, the rvot is part of the pulmonary vascular pathway, sending blood from the right ventricle into the pulmonary artery. Therefore, injury to the rvot involves vascular wall penetration even though it originates in cardiac tissue. The documented complaints are conservatively coded to be associated with the device, but the patient¿s underlying disease state and procedural factors, including difficult catheter manipulation in the setting of cardiogenic shock, prior cardiac surgery, and severe hemodynamic instability may have played a role. The death, the pericardial effusion (right ventricular outflow tract injury) occurred during the clinical course in which impella support was present and are conservatively associated with the device, but the events could be also plausibly related to other invasive procedural manipulation (pulmonary artery catheter usage after a difficult introduction) and the patient¿s critical condition.

Manufacturer narrative:
Upon review, it was identified that the is product problem (b1) was inadvertently omitted in error. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 catalog, serial, and UDI number updated.